Manufacturer narrative:
Device evaluated by MFR: after the concomitant device was removed, examination of the returned product revealed that 10 mm on the distal side was deformed into a u shape, and a kink with outer angle of approximately 30 degrees was observed at about 55 mm and 70 mm from the distal tip. Another kink with outer angle of 60 to 70 was observed at about 240 mm and 250 mm from the distal tip, and a deformation of the core was observed at about 1000 mm and 1600 mm from the distal. It is inferred that the kink occurred due to an excessive load being applied to the distal part of guidewire. No abnormalities can be confirmed from the manufacturing records. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR: 2134265-2017-12648. It was reported that wire entrapment occurred. The target lesion was located in a non calcified and non tortuous mid left anterior descending artery. The 2.50 x 38mm synergy ii stent delivery system (sds) was introduced over a samurai guidewire but could not be advanced into the proper position. The sds was stuck on the samurai wire and when the physician pulled back on the sds, the sds catheter shaft broke. All devices were removed together. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2017-12648. It was reported that wire entrapment occurred. The target lesion was located in a non calcified and non tortuous mid left anterior descending artery. The 2.50 x 38mm synergy ii stent delivery system (sds) was introduced over a samurai guidewire but could not be advanced into the proper position. The sds was stuck on the samurai wire and when the physician pulled back on the sds, the sds catheter shaft broke. All devices were removed together. No patient complications were reported and the patient status is ok.